Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the electrograms revealed loss of ventricular capture on a high ventricular rate episode. No patient symptoms or intervention was reported.